Event description:
The lead was previously reported as explanted due to a report of loss of sensing & capture. New info also indicated j retention wire fracture without protrusion through the outer polyurethane insulation. Device analysis is provided.